Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 458mg/dl. The customer treated with a bolus. The customer indicated that the pump is not communicating with the transmitter. Customer was provided with assistance with the transmitter and no further assistance was necessary. Customer was advised to monitor the pump and blood glucose and call back if any further issues.